Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer which was returned failed incoming functional tests and tested electrically out of specification. The analyzer was replaced and all other identified issues were resolved. The replaced analyzer passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer which was returned for preventive maintenance subsequently tested out of specification during manu facturer¿s analysis. There was no patient involvement.